Event description:
Reporter states customer tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (b(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.